Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. At the moment a spacer cuff was placed, and the aus is currently implanted. There is no additional information reported.